Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed an ¿error 2¿ message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 8:30am. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. The patient claimed he ¿passed out¿ due to the reported issue and was reportedly ¿carried home.¿ treatment was not specified. It is not known how the patient regained consciousness. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.